Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that multiple dull knives have been experienced. Procedure and patient involvement information is unknown. Additional information has been requested.

Manufacturer narrative:
One knife sample was received by manufacturing in an unopened blister package. The sample was examined using 10x magnification and was found to be visually conforming. Additionally, the sample was functionally tested for penetration and found to be conforming. A device history record review was conducted and no anomaly was found. The product was released based on the manufacturer's acceptance criteria. A complaint history record review indicates that no additional complaints were associated with the reported lot. The root cause for this complaint is unknown because the returned sample was conforming to specification. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Functional penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).